Event description:
A report was received that during a lead revision due to inadequate therapy the physician explanted the lead because it exhibited high impedances. The physician implanted two new leads and the patient was reportedly doing fine after the procedure.

Manufacturer narrative:
The devices were not returned for analysis as they were discarded by the medical facility. A review of the manufacturing documentation revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that during a lead revision due to inadequate therapy, the physician explanted the lead because it exhibited high impedances. The physician implanted two new leads and the patient was reportedly doing fine after the procedure.

Event description:
A report was received that during a lead revision due to inadequate therapy the physician explanted the lead because it exhibited high impedances. The physician implanted two new leads and the patient was reportedly doing fine after the procedure.

Manufacturer narrative:
Visual and photographic imaging of the explanted lead showed that the cables on the lead were fractured. The lead failed impedance test, mechanical and electrical tests performed. The root cause of damage to the proximal end is unknown, however, a device history report found no anomalies when the lead was manufactured.

Event description:
A report was received that during a lead revision due to inadequate therapy the physician explanted the lead because it exhibited high impedances. The physician implanted two new leads and the patient was reportedly doing fine after the procedure.